Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional report "right side rupture". Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed, as surgical impact opening (shell thickness was within specification). Additional observations: observed, stress marks. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional report, "right side rupture". Device was explanted.